Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction with no recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction code recurred.